Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a black screen with no power. The customer checked the power cable and attempted to reboot the station, but there was no improvement. The station lost power after a countdown appeared on the screen. As per part investigation, it was that determined that "assy cbl pyxibus 7 drawer" (p/n 121085-01) found with signs of exposed copper strands, leading to the observed thermal damage and causing compromised drawer's functionality. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 05sep2023, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported issue "black screen with no power" was confirmed during fse testing and subsequently validated in the dchu testing process. According to work order wo: (B)(4), the field service engineer (fse) reported that upon arrival at the machine, it was found powered off. The power switch was toggled; however, the unit did not power on, and a clicking sound was heard. Diagnostics were initiated, and it was determined that the auxiliary pyxibus cable had contacted the metal chassis and had rubbed through. The damaged cable was replaced and properly secured. The machine was confirmed to be up and running, with all systems tested successfully. During dchu visual inspection: p/n 121085-01: the "assy cbl pyxibus 7 drawer" was received with bum marks and exposed copper strands. During dchu testing: p/n 121085-01: due to evident thermal damage in the "assy cbl pyxibus 7 drawer", no further testing was deemed necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).